Manufacturer narrative:
The investigation of positioning issues and product damage (sleeve damage) has been completed. The impella device was not returned for evaluation. Positioning issue: clinical states that patient pulled his impella and pump was noted to be fully across the left ventricle (lv). Pump was tried to be repositioned but was unsuccessful. Pump was not returned for investigation. As per the clinical information provided, the root cause of the positioning issue was patient movement related to patient pulling back the catheter of the pump. Product damage (sterile sleeve): clinical states after patient pulled the catheter, the pump was attempted multiple times to reposition it but was unsuccessful and during the attempts, the sterile sleeve of the pump was damaged. Pump was not returned for investigation. As per the clinical information provided, the root cause of the product damage issue was use related to sleeve being damaged wile reinserting the pump.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 pulled the pump across the left ventricle. The patient was intubated in the ICU and decompensated quickly. Va ECMO was placed at the bedside. The surgeon wanted to attempt getting the impella across the valve a few more times before going to surgery. During those attempts the anticontamination sleeve was damaged. The patient was taken to surgery and the impella was exchanged. The patient survived.